Manufacturer narrative:
G4: 02sep2020. B4: 11sep2020. The service engineer(se) inspected the device and found the unit's battery would not charge. The se replaced the power management board, and the unit passed all testing. The device was being used for treatment when the reported event occurred. The customer did not provide information regarding patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
It was reported that the ventilator would not work on battery power. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.